Event description:
Caller reported an error related to the continuous glucose monitoring sensor. There was no reported impact on the customer's blood glucose level. Technical support provided the caller with pump reset instructions, and the caller is expected to reset the pump at their convenience and follow up if the issue persists.